Event description:
Customer reported that a baby's cord blood sample was 2+ positive for the dat test on the echo. An elution was performed on the cord blood and the eluate was then tested in gel with vss573. The antibody screen was negative. Additional testing was performed with a 30 minute incubation, no reactivity was observed. The same eluate was tested on the echo and the antibody screening was 1+ positive with the jka positive cells. The same eluate sample was tested on the echo and in gel for the antibody identification. The echo panel results were 3+ positive and anti-jka was identified. Testing performed with vra186 and results were 3+ positive with anti-jka identified. The baby is in stable condition.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint by lot review. Results were satisfactory. (B)(4).